Manufacturer narrative:
Concomitant products: dtmc2d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope due to oversensing of noise on the right ventricular (rv) lead. The lead was capped. No further patient complications have been reported as a result of this event.